Event description:
Baxter national coordinator received complaint from customer regarding this set. The customer informed the company the twist clame is leaking on this set. No patient injury has been reported at this time. Patient had been using this set for approximately 4-8 weeks.